Manufacturer narrative:
The pipeline, pushwire, and marksman catheter were returned for evaluation. The evaluation could not determine the cause of the event as the pipeline was already released from capture coil; however, the capture coil and braid were found damaged and may have contributed to the reported event. All products are 100% inspected for damages and irregularities during manufacture.(B)(4).

Event description:
Treatment of an amorphous aneurysm located in the ophthalmic / superior hypophyseal segment of the left ica (internal carotid artery). The patient was given dual antiplatelet therapy and the pru (p2y12) level was 1. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported that there was significant resistance as the pipeline (3.75mm x 25mm) was advanced through the marksman and it did not release from the capture coil upon deployment. The device was removed from the patient and another pipeline was deployed successfully. The patient was reported to be doing fine. No patient injury was reported as a result of the procedure.